Manufacturer narrative:
The pipeline flex has been returned and analysis is currently in progress. A follow-up MDR will be submitted when investigation is complete. Mdrs related to this event: 2029214-2019-00083, 2029214-2019-00084. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing flow diversion for the left ophthalmic carotid artery aneurysm. It was unruptured, saccular, with a max diameter of 5.6 mm and a neck of 4.3mm. The distal landing zone was 3.3mm and the proximal was 4.1mm. The anatomy was moderate in tortuosity. The devices were prepared and used per the instructions for use (IFU). It was reported that the first pipeline flex (lot a586264) was attempted and failed to open at the distal section. The device was resheathed with the catheter, but the catheter was only able to move a few mm. Therefore, the catheter and the pipeline flex were removed together. The device was not deployed on a bend. 50% of the device was deployed when it failed to expand. No patient injury was reported to have occurred.

Manufacturer narrative:
The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The outer diameter (od) of the resheathing pad was measured to be within specifications (~0.5854mm). The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. No bends were observed on the pushwire. The distal and proximal ends of the pipeline flex braid appeared fully opened and no damage. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The total and usable lengths of the catheter were measured to be within specifications. The catheter tip, the marker band and body were examined and no damages were found. No flash or voids molded were observed in the hub. The catheter was flushed with water and found to be patent. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter hub. The mandrel could pass through the catheter hub, lumen and tip with no issues. No other anomalies were observed. Based on the analysis findings, the customer reports of "failure to open at the distal end" and "resistance during resheathing" could not be confirmed and the event cause could not be determined. No damages were found with the returned devices. The pip eline flex was able to be pushed out from the phenom catheter lumen with no issues. In addition, the catheter was tested for resistance and no issues were found during testing. Possible contributing factor of includes patient tortuous anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.